Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Customer followed instructions from technical support to remove the cartridge from the pump, deliver a 9-unit bolus, and successfully reload the original cartridge, allowing them to resume insulin therapy. Issue was resolved without any complications.